Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand imdrf device code a1502 captures the reportable event of stent positioning issue imdrf impact code f19 captures the reportable event of surgery performed to remove the stent and complete the procedure imdrf impact code f08 captures the reportable event of prolonged hospitalization

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a cystogastrostomy procedure performed on (B)(6) 2024. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange of the stent did not expand which resulted to the stent moving out of its position and into the cyst. The patient later underwent a surgery to complete the procedure and to remove the stent. As a result of the surgery, the patient was admitted to the hospital beyond standard of care. No patient complications were reported due to this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a cystogastrostomy procedure performed on (B)(6) 2024. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange of the stent did not expand which resulted to the stent moving out of its position and into the cyst. The patient later underwent a surgery to complete the procedure and to remove the stent. As a result of the surgery, the patient was admitted to the hospital beyond standard of care. No patient complications were reported due to this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand imdrf device code a1502 captures the reportable event of stent positioning issue imdrf impact code f19 captures the reportable event of surgery performed to remove the stent and complete the procedure imdrf impact code f08 captures the reportable event of prolonged hospitalization. Block h11: an axios electrocautery enhanced delivery system was returned for analysis; the stent was not returned. Visual examination of the returned device did not find any damage to the delivery system. Product analysis did not confirm the reported events of stent failure to expand and stent positioning issue. The investigation concluded that the reported event of stent positioning issue is a known potential complication associated with the use of the device in the manufacturer's labeling. However, a probable cause for the event of stent failure to expand cannot be established due to a lack of technical evaluations on the stent. Therefore, taking all available information into consideration, and without proper evaluation of the complaint stent, the investigation concluded that the most probable cause for the reported events is known inherent risk of device. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent positioning issue is a known potential complication associated with the use of the device in the manufacturer's labeling.